Manufacturer narrative:
On 11/22/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer screen and surgeon monitor screen went black with a blue line at top. System re-booted, previous registration on patient was saved; patient landmarks were checked for accuracy; navigation was correct. Issue resolved. On 12/02/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer replaced, axiem installed. Navigation system registers and navigates head model. Issue resolved. System performed as intended. - no further issues have been reported. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a craniotomy for tumor resection procedure, the site's navigation system monitor screen turned black, displaying a blue horizontal strip at the top of the screen. This issue occurred after the navigation system was running for over an hour. A hard re-boot of the navigation system restored normal function. No further details regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The system computer was replaced and returned to the manufacturer for analysis. Log analysis; functional testing; visual/physical examination; and proceduralized device testing were completed. The computer booted normally to the application screen. Cranial software application and exams loaded without issue. No video issues were observed during burn-in testing. Seatools longtest-no errors. (B)(4) no errors the computer passed hard drive testing on (B)(4) 2017. The computer was found fully functional. Software investigation completed. This issue has been added to a software anomaly database for trending and monitoring.